Event description:
Our country rep for (B)(4) was contacted by a vns treating physician reporting that they had a pt with high lead impedance. The pt is not having any adverse events related to the event. System diagnostic testing on (B)(4) 2010 showed output status limit, lead impedance high, (B)(4) . X-rays were reviewed by three physicians at the site and no obvious lead break was noted. X-rays are not available for the manufacturer to review. Revision surgery will be planned. No date known at this time.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.